Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that sometime post-op a screw was found to be broken during a CT scan. The patient was going to have a revision surgery but the surgery was postponed due to insurance reasons. No patient complications have been reported.